Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A f/u will be submitted with all relevant information. (B)(4) evaluation summary: on (B)(6)2010, the pt was taken back to the hospital by ambulance. Coronary angiography was performed and stent thrombosis was confirmed; timi flow was 0. During the treatment of thrombosis, the pt lost consciousness due to ventricular tachycardia (vt) and a defibrillator was used. Percutaneous coronary intervention was performed, thrombectomy with an eliminate was performed, and ivus was performed. Inflation in the implanted promus stent was performed with non-abbott 2.75x15 balloon catheter at 16 atm. Inflation at the proximal part of the promus stent was performed with a non-abbott 3.0x15 balloon catheter at 18 atm. Inflation for the lcx was performed with a 2.75 balloon catheter at 4atm and for lad proximal with a non-abbott balloon catheter at 18 atm. After the procedure, due to the decreased cardiac function, iabp was used on the pt. The pt is still in the hospital, but iabp is no longer being used. No additional information was provided.

Event description:
On (B)(6)-2010, the procedure was to treat an in-stent restenosis of a bare metal stent (mini vision 2.5x15) that had been implanted on (B)(6)-2009, in the proximal left anterior descending (lad) artery. This was to be treated with a promus stent. The procedure began as a guide wire was inserted into the lad and the left circumflex (lcx) and then ivus was performed. Pre-dilatation was performed with a non-abbott 2.5 balloon catheter; first at 10 atm for 8 seconds and then at 10 atm for 10 seconds. The promus stent was implanted in the left main trunk (lmt) to the lad first at 10 atms for 10 seconds and then at 10 atms for 10 seconds and finally at 12 atm for 8 seconds. The promus stent protruded toward left main coronary artery (lmca). Kissing balloon technique was performed with inflation in the promus stent at 6 atm for 10 seconds and in the lcx at 6 atm for 10 seconds, then only in the promus stent at 8atm for 8 seconds. Ivus was performed and the stent was not fully expanded; therefore, inflation with a non-abbott balloon catheter was performed in the promus stent at the proximal lad twice at 10 atm for 8 seconds. Ivus was performed, the guide wire was removed and angiography was checked and it was noted that the blood flow of the high lateral branch (hl) got worse. The guide wire was inserted again and dilatation with a non-abbott balloon catheter was performed at 4 atm at 6 seconds. Another dilatation was performed in the promus stent with the promus stent delivery system (sds) balloon at 6 atm for 6 seconds. Angiography was performed and the procedure was completed. After the procedure, creatine kinase (ck) went up to 682 (considered high); however, since there was a decline in the ck, the pt was discharged from the hospital on the following day, (B)(6)2010.